Manufacturer narrative:
E1 - zip code / postal code: (B)(6). This report includes information known at this time. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. There was no allegation or evidence of a malfunction of a cook device. The device history record (DHR) was reviewed. There were no signs that the device was nonconforming or that the device was not manufactured to current specifications. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. If additional, relevant information is received, this report will be supplemented accordingly. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The user facility reported the following information to cook japan. Upon attempting to remove the right atrial (ra) lead, the evolution caused an injury to the superior vena cava (svc). A bridge balloon [non-cook product] was deployed to control the bleeding, followed by an open-chest procedure. The patient was then returned to the intensive care unit. Due to the svc injury, the lead removal was discontinued, and the ra extraction procedure was not completed.